Event description:
Initial results for a magnesium and co2 test were 4 and <2 respectively. When repeated, the results were 12 and 24. The incorrect results were not used to guide patient therapy. The field service rep found the probe was out of adjustment and repaired the instrument by adjusting the probe.